Event description:
It was reported that spaceoar hydrogel was not detectable on the ultrasound imaging during the procedure. Consequently, the injection was stopped, and the procedure was aborted. It is currently uncertain whether the patient was sedated at the time.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Impac code f1001 is being used to capture the reportable event of absence of treatment.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: impac code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported that spaceoar hydrogel was not detectable on the ultrasound imaging during the procedure. Consequently, the injection was stopped, and the procedure was aborted. It is currently uncertain whether the patient was sedated at the time.